Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close and fell out of the jaws. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the device fired and the clips were malformed and fell out? Yes. Did the clips drop/eject out of the device unformed? No. Did the clips fall into the patient? Yes. If so, was it retrieved? Yes. Which firing of the device did this event occur on? First, second. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Cholecystis. Does the patient have any relevant history of surgical treatments? If so, what? No.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, twelve clips were not properly fed into the jaws causing the clip to be ejected. The clips were caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.